Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports stimulation in their stomach and legs instead of the desired area in their back. Patient is still in a lot of pain and still spends 80% of his time in bed. The caller reported never having therapeutic effect following implant. The patient was implanted a month ago and their stimulation was not reaching where it needed to be (in the back), but was instead stimulating their legs and stomach area. Several attempts have been made to reprogram, but were not successful and doctor has stated that he has done all he can do. The patient was still in a lot of pain and spends about 80% of his time in bed. The caller was redirected to the patient's hcp. The caller reported the patient was experiencing pain at the implant site. The patient stated that the pain management md could not get the leads placed due to scar tissue. The neurosurgeon was able to place the leads. The caller stated "pt has had a lot of problems at surgery site" and pain management md (dr. (B)(6)) will do epidural injection but dr. (B)(6) declined to do epidural. The caller reported problem with a medical or therapy problem. The following stimulation complaint was reported: while stimulation is turned on, the following occurs: the caller reports stimulation in the wrong location. Caller reported stimulation is only targeting patient's legs. Caller reported t hat patient is scheduled to have a lead revision to move lead up to gain better coverage. Caller reported that she is concerned about patient having another revision due to scar tissue etc. Caller reported they were not pleased with the level of attention patient has received from patient's hcp. The caller requested other medical information. Caller requested statistical information about mds. Reviewed we are unable to provide the requested information. The caller requested service. Physician listing information was requested. Provided (B)(6). Additional information was received from a friend/family member of the patient. It was reported that the patient never had therapeutic relief from the ins. It was stated that the ins "never did anything." It was later removed and replaced with a pump. No further complications are anticipated.